Event description:
It was reported to boston scientific corporation that during a therapeutic stone retrieval procedure, which occurred in 2007 (age and gender not known), the basket sub assembly separated from the drive wire at the basket cannula. The physician was able to retrieve the basket cannula sub assembly entirely with graspers. The procedure was completed successfully with another boston scientific device. No pt complications occurred due to this event.

Manufacturer narrative:
The returned gemini basket sub assembly was detached from the drive wire at the basket cannula. The basket cannula that holds the basket wires to the drive wire has broken in half, with approx half of the cannula remaining on the basket wires and half remaining of the drive wire. The solder and cannula appear to have flaked off, weakening the joint and causing the failure. The most likely cause for this is the joint was over ground leaving insufficient material. A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. A lot history search was performed and found no other complaints have been reported from this lot. No adverse trend was noted and no data point exceeded the complaint alert limit. A corrective action request (car) was initiated for this issue.